Event description:
It was reported that the atrial lead had no capture. An x-ray showed that both the atrial and ventricular leads were dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5076-58 implantable pacing lead implanted: 2013-(B)(6). Product ID: vedr01 implantable pulse generator (ipg) implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.